Event description:
Pt was revised to address shoulder pain. Report indicates that the primary surgeon implanted the incorrect size cap; the cap was also malaligned.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the part and lot number required to review the device history records was not provided. Provided info states the primary surgeon implanted the incorrect size cap and the cap was also malaligned. Provided info also states the product is not suspected of failing to meet specs or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.